Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can at 15.7 cm to 16.0 cm, 16.6 cm to 17.1 cm and 21.0 cm to 21.3 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.